Manufacturer narrative:
(B)(4). The customer reported that their philips info center did not save any data for all pts admitted. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. Retrospective data represents data stored in review applications. This data is not stored within the product as a permanent archive and can be manually deleted or automatically deleted over time. Product labeling intellivue info center instructions for use. Version l. Page IV contains the following "warning: always confirm info center observations with clinical observations of pt at the bedside before administering interventions". Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that their philips info center did not save any pt data for all pts admitted.